Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) with this chronic right ventricular (rv) lead the triad configuration exhibited greater than 125 ohms. The physician removed the lead and reinserted and tightened the lead with still greater than 125 ohms. Distal coil to can was 63 ohms and coil to coil configuration was 113 ohms. The physician removed and reinserted the lead again with still greater than 125 ohms. The physician then reversed the high voltage pins purposefully in the header and still greater than 125 ohms was noted. Defibrillation threshold testing was performed with a 1.1 joule shock on t and a 21 joule shock. This was successful and resulted in 70 ohms. Both products remain in-service and the crt-d was programmed to a single coil configuration, distal coil to can. Of note, the patient's previous device when programmed in the triad configuration exhibited 63 ohms. No adverse patient effects were reported.